Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Third party service technician was not able to verify customer's reported problem. All testing performed with good known test ac adapter and patient circuit connected. Ventilator passed 108 hour extended tests at run-in settings. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. Unit passed ltv completion and document review. The ventilator was shipped back to customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv 1150 ventilator experienced low inspiration alarm after several breaths of high pressure alarm. There is no patient involvement on the reported event.